Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a syncopal event which resulted in a fall. The lead was found to be micro-dislodged the same day as it was implanted. A revision procedure was performed and the lead was successfully repositioned. The patient's family believed the syncope was more related to patient medications. No additional adverse patient effects were reported.